Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, there was a damaged grommet and a loose/detached set screw.

Event description:
It was reported that during implant attempt, while tightening the atrial setscrew the torque wrench kept spinning without torquing. The setscrew was loosened and the wrench reengaged, but the issue persisted. The setscrew was backed out and came completely out of the grommet. An attempt was made to reset the screw but the wrench just kept spinning and not torquing. The atrial lead was secured in the header but the physician did not feel confident the screw mechanism was working correctly. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2014; torque wrench: (B)(6) 2014. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.